Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2013 01:55:04. During night drain cycle three, the patient's ultrafiltration reading was 996ml, indicating the home patient (hp) drained 996ml more than their maximum programmed fill volume of 1500ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. This complaint is an ancillary service event. Review of the event log identified the increased intra-peritoneal volume (iipv) event. The cause was use error, inappropriate bypass of the drain, not including initial drain. Homechoice apd systems patient at-home guide warns that "bypassing the drain phase can leave fluid in the peritoneal cavity and result in an increased intraperitoneal volume (iipv) situation. " a review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.